Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recz2808 showed no other similar product complaint(s) from this lot number. Device not yet received.

Event description:
It was reported that there was a disintegration of the end of the PICC line guide during its removal from the basilic vein, which remained attached to the wall of the vein. It was stated the guide PICC line remained hanging at the level of the wall of the vein.

Event description:
It was reported that there was a disintegration of the end of the PICC line guide during its removal from the basilic vein, which remained attached to the wall of the vein. It was stated the guide PICC line remained hanging at the level of the wall of the vein.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was observed to be broken and the entire length of the coiled wire was observed to be unraveled. The weld tip was observed to be missing. A microscopic observation revealed the break site of the core wire was tapered with a mostly flat surface, and a lip was observed on an edge of the break. The fracture surface of the coiled wire was observed to be angled. The shape and location of the fracture and the tapering of the core wire at the break site are characteristic of tensile (pulling) failure, which was likely caused by withdrawal of the guidewire against the needle bevel and/or excessive removal force against resistance. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ an examination of the sample revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recz2808 showed no other similar product complaint(s) from this lot number.